Event description:
It was reported that the customer had low bgs for the last five days. The customer noticed that their bgs were low after school. The contact indicated that they have been working with the doctor adjusting the basal rates and the problem has continued. The pump was not available to troubleshoot at the time of call. During the call the family member informed that the customer was hospitalized for low bgs. However, it was indicated that the customer's bg is high and they are currently in the emergency room. The parents and the customer feel that the pump is over delivering insulin. It was indicated that there are more boluses in the history than there should be. Troubleshooting was performed. The pump was delivering accurately. It was mentioned that the customer is not on the pump at the present time and is still having low bgs. It was not sure if the pump was the problem.